Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system missing label information was observed by the laboratory personnel. There was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "customer reported that he received an order where on one of the boxes, the label was missing."

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system missing label information was observed by the laboratory personnel. There was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "customer reported that he received an order where on one of the boxes, the label was missing."

Manufacturer narrative:
H6: investigation summary: the complaint investigation for missing label on the bd max sars-cov-2 reagents kit (ref #44500301) lot 1026975 was performed by the review of manufacturing records, retention material testing, review of customer¿s pictures and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents from lot 1026975 indicated that the lot was manufactured according to specifications and met performance requirements. Review of the manufacturing records of the bd max sars-cov-2 reagents from lot 1026975 shows that the kits were assembled with a semi-automated process. Production process was reviewed and there is control in place to detect labelling error. Final reconciliation of the number of kit labels, done at the end of the process, showed no remaining label. The kits were manufactured according to specifications and met performance requirements. No missing label was observed during the qc of the kit lot 1026975. Retention material were inspected, and the kits were properly labeled. Retain material was as expected. Customer provided one picture for investigation. The picture shows 8 bd sars cov-2 reagents kits from lot 1026975 and one of them has no label on it. This confirms the customer issue. Although an isolated manufacturing issue cannot be excluded, bd is unable to confirm the exact cause for this labelling issue. The issue appears to have been isolated. There is no indication of an increase in complaints for missing label on the bd max sars-cov-2 reagents kit lot 1026975. The root cause was not identified. Bd confirms the complaint based on the picture provided. Bd did not initiate a corrective and preventive action (CAPA) since it seems to be an isolated event. H3 other text : see h10.